Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon was being used to treat a central stenosis, the balloon was indicated for a rated burst pressure of 14atm, but the physician said that on the second angioplasty the balloon ruptured at 10atm. Nothing unusual observed on the device prior to use, no damage on the box or packaging, all pieces were retrieved in the patients body, fluoroscopy was done to confirm all pieces were retrieved, introducer sheath was used to allow the balloon to be introduced, no treatment/intervention was required as a result of balloon burst, there was no harm to the patient due to the rupture. They switched out balloons to complete the procedure (angioplasty).